Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of pain relief in their back and legs and the battery was dead. A device interrogation on 2017-08-14 reported that the device was working and was 72% used. On (B)(6) 2017, they reported that the pain level was still 8-8-0 and they had used 99% of the device, but it was ok. Imaging on (B)(6) 2017 showed no instability. On (B)(6) 2018, during surgery for lumbar laminectomy for stenosis, the device was removed for a diagnosis listed as ¿failed¿. The device was not replaced. This issue was noted to not be due to programming and possibly related to the device/therapy. This was resolved without sequelae at the time of explant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the ¿failed¿ device was not determined. No further complications were reported/anticipated.